Event description:
Download data from a (B)(6) male pt revealed multiple asystole events. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole events) has been confirmed. Upon investigation the black wire (main batt) and brown wire (-5v) were intermittent in the trunk cable connector. The root cause for the intermittent wires could not be positively identified. No adverse event resulted from the intermittent wires. The pt received a replacement electrode belt.